Event description:
It was reported that sensors had issues. Customer stated she was experiencing differences between sensor glucose versus blood glucose reading along with low predicted alert and threshold suspend alert. Customer's blood glucose was 200 mg/dl. The customer was advised where to insert the sensor, and to contact help line for any issues and troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.